Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00023. The trial patient was implanted with two percutaneous leads on (B)(6) 2010. It was reported that the leads had pulled out. One lead was extracted successfully and discarded. However, during the removal of the second lead, the device broke and a portion of it remains implanted in the patient. The explanted portion of the second lead was returned to the manufacturer for analysis. Follow-up on the patient found that he is doing well. He will be scheduled for permanent scs system placement in the near future. The physician has elected to retrieve the lead fragment at that time.